Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part # 388.31. Synthes lot # a4gb708. Supplier lot # n/a. Release to warehouse date: 24feb1997. Manufactured by: synthes monument. No ncrs were generated during production. Visual inspection: the long small hexagonal (p/n: 388.31, lot #: a4gb708) was returned and received at us customer quality (cq). Upon visual inspection, scratches were observed on the device but have no impact on the device functionality. No other issues were observed with the returned device. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed:-long small hexagonal screwdriver. Complaint confirmed? No. Investigation conclusion: the complaint condition was not confirmed for the long small hexagonal (p/n: 388.31, lot #: a4gb708) as the device received was decontaminated and no residue was observed on the device. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, the handle of two screwdrivers were leaving residues in the peel pack after the sterilization process was complete. It is unknown if there is patient/procedure involvement. This report is for a long small hexagonal screwdriver. This is report 1 of 2 for (B)(4).